Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the iol kinked when it was folded. The surgeon noticed the kinked iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.